Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and severely corroded battery cap contacts. The functional testing could not be completed due to the display anomaly. The motor error alarm could not be completed due ot the blank display. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer's spouse reported that the insulin pump alarmed for a motor error. The blood glucose reading was 136 mg/dl. The insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.